Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Nothing further was reported.

Event description:
Additional information received reported that the patient never had therapeutic effect. Three years ago, the patient's dose was up to 1000mcg/day and she was still not getting as much response as they thought she should. The physician did not want to do a study on the catheter because he did not feel it was an accurate test; therefore, 8 to 9 months ago the patient was weaned of the medication and the pump was filled with saline on (B)(6) 2013. The pump was scheduled to be removed on (B)(6) 2015. The pump system was being used to infuse saline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Concomitant products: product ID 8598, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter revealed a non-significant anomaly of pump connector damage at explant.